Event description:
It was reported that the patient experienced cellulitis at the implant site and that the implant was moved to a new subcutaneous pocket with no further difficulties. Medical status prior to event, symptoms, clinical course, treatment, and outcome were not given. Additional information is being conducted to obtain these answers. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).